Manufacturer narrative:
Product event summary: also, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement with recommended replacement time (rrt) (B)(6) 2013.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Con products: 5076-58 implantable pacing lead, (B)(6) 2013; 4524 implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) and the battery depletion was more rapid than expected. At a device check a month post implant the voltage was 3.05 volts with 9 years of expected longevity. Then a remote monitoring transmission check four months post implant the battery voltage showed 2.83 volts with an expected longevity of 9-16 months. Also, the right atrial (ra) lead had low impedance in the 200 ohms range, but it was stable. The right ventricular (rv) lead had small r-waves in bipolar so was programmed unipolar. The device was explanted and replaced. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.